Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak at the "junction" of the homechoice cassette and the solution bag. This occurred during set up/preparation for automated peritoneal dialysis therapy. The line and bags were changed and the therapy was continued with no further issue. There was no patient injury or medical intervention associated with this event. No additional information is available.